Event description:
The customer reported a coulter lh 780 hematology analyzer generated low latron light scatter (ls) mean counts during a control run. The customer performed a flow cell flush procedure, but the issue was not resolved. There were no erroneous patient results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed the latron quality control (qc) failed and that the ls was low. The fse moved the ls sensor connector and the scatter pulse returned. The fse replaced and aligned the ls detector. The instrument was verified and within specification. Upon follow up with the customer the following day, the customer confirmed the latron qc was within range and there were no further issues. (B)(4).